Event description:
The customer sent the ventilator to the field service center for preventative maintenance. It was reported that the ventilator reset multiple times during testing at the field service center. The ventilator was not connected to a patient when the reported problem occurred.